Manufacturer narrative:
The subject device was returned to olympus (B)(6) but has not been returned to omsc. Olympus(B)(6) checked the subject device for evaluation. It was confirmed that the coating on insertion tube of the subject device was partially peeled off more than 1mm2. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(6), it was found that the insertion tube of the subject device was partially peeled off more than 1mm2. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the report from olympus (B)(4), omsc surmised there was the high possibility this phenomenon was attributed to the user handling. As a result of checking the photo of the report of olympus (B)(4), the coating peeling off of the subject device was not like collapsing due to aging, but there were traces like scratching, therefore it might have occurred those scratches due to the usual user handling. If additional information becomes available, this report will be supplemented.